Event description:
New information received notes that the bluetooth telemetry was restored. No patient consequences was reported.

Manufacturer narrative:
The device session records were reviewed and it was determined that the device exhibited loss of bluetooth telemetry due to ble lockout due to an interaction with the mobile application. There is no device malfunction suspected and the device is performing as intended.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.